Event description:
Patient was implanted with the cardiowest temporary total artificial heart (tah-t) in 2006, at the heart center in other country. The patient lived at home in cologne and was supported by a heart excor tah-t driver. His primary driver was excor s440 and his backup driver was excor. In 2009, the patient reported to the vad coordinators at heart center that his primary excor driver was exhibiting (low cardiac output) alarms. The vad coordinators asked him to come. It was reported that the patient had hemodynamic problems, and an ambulance was called. The patient was too unstable to transport him to heart center, so he was transported to the cardiowest tah-t center, a perfusionist who is certified and the heart excor driver, reported that the patient had massive lung edema, low spo2 and low systolic blood pressure of about 70mmhg. The patient was under artificial respiration, and the excor tah-t driver continued to exhibit e08 alarms. Perfusionist reported that he connected the excor tah-t driver to the excor laptop and controlled the driver settings. He reported the laptop showed an indifference of the right and left cardiac output (co) more than 2 ltr/min. The co on left side decreased rapidly. For diagnostic, an echocardiogram was performed and showed normal filling in the right atrium and maximal filled left atrium. After the patient received a central venous line, the central venous pressure showed about 12mmhg. It was reported that in the echocardiogram, no flow was seen after the aortic valve of the tah-t. The doctors at cologne tried to stabilize the patient to transport him to heart center. A v-a ECMO was implanted without success. The patient expired afterwards.

Manufacturer narrative:
Excor drivers and excor accessory kit including the laptop, will be sent to MFR for investigation. Cardiowest tah-t lot 63068 will be explanted and sent to syncardia for investigation. The results of the investigation will be provided in a supplemental MDR.